Manufacturer narrative:
Patient information: unknown. Date of event: unknown. Occupation: other, distributor. Evaluation: product to be returned but not yet received by manufacturer. Upon receipt an evaluation will be initiated and a follow-up medwatch report will be submitted upon completion.

Event description:
It was reported that during a procedure performed in (B)(6), the interlaminar spreader was placed and upon impacting the inserter, the tlif cage peek 8mm x 30mm (tlif30-08p) broke. The broken cage was removed and successfully replaced with a smaller straight plif cage peek 8mm x 25mm (plif25-08p). This resulted in a thirty (30) minute delay to the procedure. No patient injury was indicated.

Manufacturer narrative:
The implant fractured at the base of the outside holding feature. This region would be most likely to fracture during impact as the cross-sectional area is minimized by the holding feature and is furthest from the user's proximal area of impaction. The implant, other than the full crack propagation on the convex side and a buckling on the concave side, is remarkably unmarred. Excessive loads from the impaction along with various end plate conditions attributed to the failure. These end plate conditions include, but are not limited to: undetected auto fusion of affected level. Insufficient removal of osteophytes. Inadequate distraction for cage height chosen. Review of manufacturing history records a total of (B)(4) pieces of this lot were released for distribution on 12/22/2017 with no deviation or anomalies. Two-year complaint history review found this to be the first report for this lot. There was no trend identified for reports of this nature for this part number. Based on the fact that there is not a trend for reports of this nature and indeterminate cause for the overload force application that led to device failure no corrective action is being recommended at this time.